Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was not turning on and vibrating. The customer¿s blood glucose level was 103 mg/dl. The insulin pump had a crack on the battery compartment and saw the water leaking from the insulin pump. Customer stated that they see fluid under the display. The customer performed troubleshooting for the fluid exposure and damage. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The insulin pump was also received with case cracked behind the pump at the corner of the belt clip rails.